Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the lot number was not reported. As the device was not returned for analysis the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during use of the indeflator device loss of pressure was noted and the handle felt as though it was not catching the threads when locking the handle to dial up. A non-abbott inflation device was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Correction: h6 - medical device problem code 1354 was removed. Correction: e3 - occupation updated.